Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was returned detached from the sds and inside a guide catheter. The stent was removed from inside the guide catheter using tweezers. The proximal end of the stent was damaged and crushed with stent struts bunched and overlapping. The maximum crimped stent profile measurement was within specification. The tip was visually and microscopically examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings were present on the balloon. This indicates that the stent was crimped to the balloon prior to shipping. A visual and tactile examination of the device found no issues with the hypotube. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues on the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 10-aug-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 85% stenosed, 20mm in length target lesion was located in the mildly tortuous, moderately calcified and 3.50mm in diameter proximal to mid left anterior descending(lad) artery. After pre-dilatation, a 3.50x24mm promus element stent was advanced but failed to cross the lesion. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage and detachment.